Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the implantation, extravasation into the chest wall was noted. The patient reportedly experienced pain. 2 days post procedure, additional procedure was completed by shortening the torn catheter tube and reconnecting the catheter to the port chamber. Further fluid leak was reported. On (B)(6) 2026 port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.